Event description:
It was reported the pt experienced no stimulation sensation. The MFR rep attempted reprogramming several times without success. Impedance readings were >4000 ohms on all or some of the bipolar pairs. The battery status decreased to low when the voltage was increased surgery is pending.

Manufacturer narrative:
.